Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit loop leaked and alarmed. It was reported there was no personal injury.

Manufacturer narrative:
Due to character restrictions in block e1 address : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse observed that the security disk leak test failed, and determined that the security disk was damaged and needed to be replaced. So, in order to fix the issue, the fse installed a new safety disk (0997-00-0985-15). The unit then passed the safety disk leakage test, the fse checked the unit according to all test items specified by the factory, and all tests were within the qualified range, and was able to then be delivered for clinical use.